Event description:
A surgeon reported that a sleeve was confirmed to be twisted during usage. Decreased perfusion flow was noted. It was confirmed that the surgeon continued to use this product and there was no med intervention or harm to the pt reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).